Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality control (qc) fluids when tested using vitros immunodiagnostic products intact pth reagent on vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. A vitros ipth lot 1621 performance issue cannot be ruled out as a contributor to the event, as the lower-than-expected results were obtained from biorad qc testing on vitros ipth lot 1621. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. However, acceptable results were obtained from vitros ipth control testing and despite lower patient results compared to a previous vitros ipth lot (1590), a patient correlation was within iqmh (institute for quality management in healthcare) allowable performance limits for three out of four patient samples. No information was provided with regards to the handling and preparation of the biorad qc samples therefore, it is possible improper handling of the qc samples between the testing events contributed to the lower-than-expected vitros ipth lot 1621 result although this could not be confirmed. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. The customer gave no indication of any vitros 5600 system malfunction therefore, an instrument issue is not a likely contributor to the event. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality control (qc) fluids when tested using vitros immunodiagnostic products intact pth reagent on vitros 5600 integrated system. Biorad lot 64960 level 1 results of 2.5, 2.57. 2.50, 2.54, 2.42 and 2.42 pmol/l vs an expected result of 3.7 pmol/l biorad lot 64960 level 3 results of 51.90 and 57.60 pmol/l vs an expected result of 82.5 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and ivd (B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots: (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report#: 3007111389-11/17/2022-001-c.